Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 70 mg/dl at the time of incident. The customer was treated with glucagon in the hospital for low blood glucose level. The customer was experienced high blood glucose level. The customer¿s blood glucose level was 483 mg/dl. The current blood glucose level is 92 mg/dl. Based on customer report customer did not allege pump was over delivering. The customer was wearing the insulin pump when low blood glucose event was reported. The customer was treated with food and glucose tablets for low blood glucose level. The customer was declined to troubleshoot for high blood glucose level. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08695 inches.